Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, when connecting the right atrial (ra) lead to the cardiac resynchronization therapy pacemaker (crt-p), the torque wrench included with the device did not produce a ¿clicking¿ sound. Although the lead did not come loose the absence of the sound prompted an attempt to remove the lead, but I could not be removed. A new kit was opened and upon using the new torque wrench, the lead was removed with the set screw attached to the torque wrench. It was noted that the physician thought the set screw did not fit well. The set screw was reinserted, and upon using the device¿s torque wrench again, the ¿clicking¿ sound was confirmed. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.